Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 46510. There was no patient involvement, no injury was reported.

Manufacturer narrative:
One device was returned for analysis of complaint that pump exhibited error code 46510, which typically indicates that batteries were inserted after the ac power cord was inserted. No applicable service history found. Unable to retrieve event log. Complaint was confirmed with visual inspection and functional testing. The printed wiring assembly (pwa) was replaced. Device passed testing post repair.